Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have fracture, over-sensing of noise, inappropriate shock, high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.